Manufacturer narrative:
Product family: scs-linear leads, brand name: infinion 16, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), lot: 7242466.

Event description:
It was reported that upon removal of the temporary trial spinal cord stimulation (scs) lead, the physician fractured the lead when pulling it out. The lead broke apart and a portion of the lead remains implanted in the patient. It was noted that the lead was originally implanted in subcutaneously, close to the surface in a zig-zag, to provide more friction to keep the lead in place, and resist accidental pull-out. There were no reported complications postoperatively.

Manufacturer narrative:
Product family: scs-linear leads brand name: infinion 16, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), lot: (B)(6).

Event description:
It was reported that upon removal of the temporary trial spinal cord stimulation (scs) lead, the physician fractured the lead when pulling it out. The lead broke apart, and a portion of the lead remained implanted in the patient. It was noted that the lead was originally implanted subcutaneously, close to the surface in a zig-zag, to provide more friction to keep the lead in place to resist accidental pull-out. There were no reported complications postoperatively. Additional information was received that upon removal of the leads, the skin was intact, and the area was cleaned; however, upon inspection of the removed lead, 5 contacts were missing, and the lead appeared sheared. An x-ray displayed that the electrode contacts were retained in the subcutaneous tissue of the patient. Additional information was received that the remaining portions of the lead were removed during the implant of the permanent devices. There were no reported issues post-operatively.

Manufacturer narrative:
Product family: scs-linear leads. Brand name: infinion 16. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Lot: 7242466.

Event description:
It was reported that upon removal of the temporary trial spinal cord stimulation (scs) lead, the physician fractured the lead when pulling it out. The lead broke apart, and a portion of the lead remained implanted in the patient. It was noted that the lead was originally implanted subcutaneously, close to the surface in a zig-zag, to provide more friction to keep the lead in place to resist accidental pull-out. There were no reported complications postoperatively. Additional information was received that upon removal of the leads, the skin was intact; however, upon inspection of the removed lead, 5 contacts were missing, and the lead appeared sheared. An x-ray displayed that the electrode contacts were retained in the subcutaneous tissue of the patient. Mdv: it was reported that upon removal of the temporary trial spinal cord stimulation (scs) lead, the physician fractured the lead when pulling it out. The lead broke apart, and a portion of the lead, five contacts, were missing. The patient underwent an x-ray, and the contacts are in the subcutaneous tissue. It was noted that the lead was originally implanted subcutaneously, close to the surface in a zig-zag, to provide more friction to keep the lead in place to resist accidental pull-out. There were no reported complications postoperatively. Additional information was received that the dressings were removed, which showed that the skin was intact. The area was cleaned, however, upon inspection of the removed lead, 5 contacts were missing, and the lead appeared sheared. An x-ray displayed that the electrode contacts were retained in the subcutaneous tissue of the patient.

Event description:
It was reported that upon removal of the temporary trial spinal cord stimulation (scs) lead, the physician fractured the lead when pulling it out. The lead broke apart, and a portion of the lead remained implanted in the patient. It was noted that the lead was originally implanted subcutaneously, close to the surface in a zig-zag, to provide more friction to keep the lead in place to resist accidental pull-out. There were no reported complications postoperatively. Additional information was received that upon removal of the leads, the skin was intact, and the area was cleaned; however, upon inspection of the removed lead, 5 contacts were missing, and the lead appeared sheared. An x-ray displayed that the electrode contacts were retained in the subcutaneous tissue of the patient. Additional information was received that all the remaining portions of the lead were removed during the implantation of the permanent devices. There were no reported issues post-operatively.

Manufacturer narrative:
Product family: scs-linear leads. Brand name: infinion 16. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Lot: 7242466. Correction to supplemental MDR 2 in block b3; event date. The returned portion of lead sc-2316-50, sn (B)(6) was analyzed and confirmed to be damaged. The top five electrodes were separated from the distal end. Electrodes 1-5 were not returned for analysis. The cables were exposed at the damaged portion of the lead. Inspection of the fractured cables revealed fraying of the breaks, lack of necking, and discoloration associated with welding, and the proximity of the break points to the edge of the insulation, indicating that the cables did not break at or near the welds. These observations suggest that there were no issues during the welding process in manufacturing. The cables were exposed at the damaged portion of the lead. Returned lead sc-2316-50, sn (B)(6) was analyzed and revealed no damage to the distal array. X-ray inspection revealed that electrodes 5 and 7 of the distal end had a fractured cable right at the weld nugget. The fractured cable is not exposed. This lead was likely exposed to excessive mechanical force during the lead pull procedure, resulting in the damaged cables. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and is a known risk of implanting a pulse generator as part of a system to deliver scs. The allegation of the lead fracture has been confirmed. The observations suggest that there were no issues during the welding process in manufacturing, and the review of the device history record revealed no anomalies. It appears that resistance was felt during the lead pull, and the lead was subjected to excessive tensile load, causing damage to the distal array. Therefore, based on the available information, the probable cause was due to component failure.